Event description:
It was reported that an asymptomatic patient presented to an in clinic follow up. Upon investigation, the atrial lead was found to exhibit low impedance, loss of capture, and oversensing due to noise. The lead was capped on (B)(6) 2021 and replaced. The patient was stable.